Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4),

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2019. Customer reported that the meter could not read blood glucose. Customer had symptoms such as vomiting and abdominal pain. Customer stated that she was treated with an intravenous injection and a scope. Troubleshooting was declined. The insulin pump will not be returned for analysis.